Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: return on 4-10-2026: returned product 1 flexshaft date coded 0225 with weld failure/coil deformation causing the product to not function properly. The product does not meet specifications. Note, traceability to item # 24703 lot# 10471452 does not line up. Item# 24703 lot# 10471452 is the flexshaft assembly that was used to kit item# 62422603 lot# 10256865 and it was manufactured on 06-2025 (date code would be 0625) therefore the suspect product does not trace back to the batch information provided in the case (dhrs attached for traceability evidence). (Nwv). Retain on 4-10-2026: retain for item# 24703 lot# 10471452 has been pulled, inspected per 0290-wi-7.5-42-04 (with exception to destructive testing). The flexshafts were tested by using standard testing protocol. The tests included a functional test, which is to use an automate iii tool and the retain flexshaft to tighten a matrix band (n=5) around a tooth model, and a visual inspection for abnormalities. Retain meets all criteria for form/fit/function of the intended use for the device. (Nwv) DHR on 4-10-2026: DHR for item# 62422603 lot# 10256865 has been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the execution of the packaging work order for automatrix accessories extra shaft assembly with all inspections completed and deemed acceptable by the operator(s) and quality. Item# 24703 lot# 10471452 is the production work order for the flexshaft in which the customer has complained against (date code 0825). DHR for item# 24703 lot# 10471452 has also been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the assembly work order for the flexible shaft assembly, with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-42-04 & 0290-ip-7.5-42-06. Per the wi, weld testing for the 1st 10 subassemblies of every order and every 25th subassembly is conducted and documented. Assemblies are then to bake at 180*f for 30 minutes minimum and documented. Functional test for set screw crimping conducted on the 1st assembly and every 50th assembly in the order and documented. 12 in-ounce torque test is performed on 100% of the flexshafts and documented. Torque to fail test is performed every 125th flexshaft assembly and the final assembly in the order for minimum requirement of 1.25 inch-pounds and documented. (Nwv).

Event description:
In this event it is reported that a automatrix shaft broke during use. The outcome of this event is unknown as of this MDR. Further information requested.